Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported of experiencing absence of no delivery alarm. Customer reported that cannula was bent and did not receive a no delivery alarm. Customer's blood glucose was 550 mg/dl. Customer was assisted in performing a high pressure test. Customer reported that insulin pump did alarm but was not able to hear alarm or feel vibration. Insulin pump also passed self-test. Customer was advised to monitor insulin pump and that infusion sets would be replaced.